Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caretaker reported elevated blood glucose (bg) after dinner, with a highest blood glucose (bg) of 340 mg/dl. The caretaker believed the meal announcement was underestimated, contributing to the high blood glucose during the user¿s first week on the ilet. Supplies were intact, and blood glucose (bg) had been managed earlier in the day. The agent explained proper meal announcement practices, the ilet learning phase, and corrective algorithm. Blood glucose (bg) was corrected through ilet corrections. The caretaker will call back if further assistance is needed. No symptoms during the event were experienced, and no outside assistance, or medical intervention were reported.